Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the telescope exhibited an image that was foggy due to a broken distal end lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over one (1) year since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the distal lens of the scope is damaged. In addition to that, the scope reproduces a foggy image due to the broken lens. The reported issues are most likely caused by excessive force due to an impact, drop or fall. Olympus will continue to monitor the field performance for this device.